Event description:
It was reported that the biomed called back and said they had a new temperature cable and tested the arctic sun device with the new cable, and it worked as expected, they asked to cancel the request for service. They stated that this device was not detecting patient temperature 1. They had already tried the temperature in cable on other devices, and it worked appropriately. Even with the 37c simulator plugged into to pt1, the diagnostics showed no patient temperature. Per additional information updated from ttm on 08jul2025, biomed stated device keeps alarming 14 pt1 probe out of range. They were tried replacing the cable and using a temperature simulator but there had been no resolution.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a temperature cable failure. Biomed called back and said they had a new temperature cable and tested the arctic sun device with the new cable, and it worked as expected, they asked to cancel the request for service. They stated that this device was not detecting patient temperature 1. They had already tried the temperature in cable on other devices, and it worked appropriately. Even with the 37c simulator plugged into to pt1, the diagnostics showed no patient temperature. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Correction: f,h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called back and said they had a new temperature cable and tested the arctic sun device with the new cable, and it worked as expected, they asked to cancel the request for service. They stated that this device was not detecting patient temperature 1. They had already tried the temperature in cable on other devices, and it worked appropriately. Even with the 37c simulator plugged into to pt1, the diagnostics showed no patient temperature. Per additional information updated from ttm on 08jul2025, biomed stated device keeps alarming 14 pt1 probe out of range. They were tried replacing the cable and using a temperature simulator but there had been no resolution.